Manufacturer narrative:
Device history records was conducted. The report indicates that the: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Five titanium low profile neuro screws were received intact and in good condition. There is light wear to the cruciform recess and threads. This evaluation is focused on the titanium low profile neuro (lpn) screw which was reported with the complaint category of ¿broken: tip broken intraoperatively¿. These implants are part of the neuro plating system which is intended for use in selective trauma of the midface and craniofacial skeleton; craniofacial surgery; reconstructive procedures; and selective orthognathic surgery of the maxilla and chin. There are both self-drilling and self-tapping screws available in this system. Information is provided per the low profile neuro plating system technique guide. It is reported that because the exact screw that failed could not be distinguished after the lab, all retained 3mm screws were sent to the chu (five total). The returned lpn screws were received in good condition showing only light wear to the cruciform recess. The threaded portion of each of the five screws was intact and did not show any deformation beyond that expected from normal wear. None of the self-drilling screws returned had evidence of the tip breaking off, and it is therefore likely that the reported screw was discarded following the lab. Thus, the complaint condition is unconfirmed and the complaint condition could not be replicated. Based on the screw features and the measurable dimensions, it was determined that one screw was part number 400.843 (self-tapping) and the other four screws were the reported part number 400.833 (self-drilling). Four of the screws have a sharp tip and no flutes as specified for self-drilling screws, part number 400.833, but the one screw has a blunt tip and cutting flutes as specified for the self-drilling screw, part number 400.843. Per the complaint file, it was confirmed that this one screw, part number 400.843, was returned in error. For the self-drilling screw, part number 400.833, the lot number was reported as 7781650 which corresponds to a manufacture date of august, 2014. A review of the current edition of the design drawing, 400_833 revision b, was performed. The designs for each of the screw lengths were found to be sufficient for their intended use when used and maintained as recommended. Therefore, this complaint condition is not the result of a design deficiency. It should be noted that, per the design validation report, where the complaint originated, the doctor stated that she felt ¿she had inserted the screw off-center from the screw hole and at an angle which ran the screw into the mesh leading to the breakage of the tip.¿ it is highly probably that this method of use could result in the complaint condition. However, since no deformation beyond normal wear was found on the returned screws the root cause is undetermined. In conclusion, the complaint condition is unconfirmed since the screws were all received intact. The designs were found to be sufficient for their intended use when used and maintained as recommended. Without additional information, the root cause is undetermined however the complaint condition is adequately addressed in the risk analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported tip of self-drilling screw broke during insertion into cranial bone preventing the screw from being implanted. This failure occurred during a cadaver lab. The screws were inserted by hand using the 313.931 screwdriver blade and 311.006 screwdriver handle. No user or patient harm. Exact screw that failed could not be identified after procedure. All retained self-drilling lpn 3mm long screws will be sent to complaint unit for part number 400.833. Also, during insertion of a 1.3mm self-tapping screw, 6mm long into a 1.0mm diameter pre-drilled hole, in frontal cranial bone, the screw broke in half near the head. Plaint unit for part number 400.626. The body of the screw was left in the cadaver specimen. This report is 1 of 2 for com-(B)(4).